Event description:
A malfunction code, malf 9, was reported, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the problem reappears, and acknowledged understanding the guidance provided.